Event description:
The reporter states that the customer obtained a blood glucose comparison of 300 mg/dl and 148 mg/dl on the accu-chek aviva system. The results were obtained within a ten minute timeframe. No actions taken. No adverse event reported with this event. New system sent and return requested.